Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the cylinder having a split, like it had ruptured. During the procedure. The existing cylinders were removed and replaced. There were no further patient complications.